Event description:
It was reported that during routine follow up, the device was noted to have reached eri prematurely. The battery longevity dropped from the expected longevity at last follow-up. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of inaccurate longevity estimation was confirmed in the laboratory. Based on all available parameter and usage information, a longevity calculation was performed and found to be within expected limits. Review of the device image noted that the device did not reach eri and that the programmer interpreted the battery voltage incorrectly. The cause of the reported inaccurate longevity estimation was a programmer software anomaly.